Event description:
According to the reporter, prior to use, it seemed that the charging was completed, but it did not start up even when the handle was lifted. A new handle and shell were used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident is that an analysis of the system logs noted that the handle was opened up and both batteries were found to be vented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant medical products: sigsbchgr signia h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the oled (organic light-emitting diode) screen was discolored. Functionally, the handle was received with a fully depleted battery and the handle was inserted into a charger. Eventually, the charging light emitting diode (led) changed to flashing red and the handle was removed from the charger, but it did not initialize. The handle was opened up and the individual cell voltages were measured to be 0.010 volts and 0.019 volts. The thermocouple was intact, and the handle was running v29.3.2 software. The system logs were evaluated, and it was noted that while the handle was inserted into a charger, the battery voltage drained below operable levels over time. This would result in the handle not initializing after being removed from the charger. The handle had 198 of 300 procedures remaining and the battery health algorithm did not activate. It was reported that the handle does not initialize. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: during the analysis, the handle was opened up and the battery was found to be vented. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.